Event description:
It was reported by the customer that the bd ultra-fine¿ 1/2ml insulin syringe 29g x 1/2 had scale marking issues. The following information was provided by the initial reporter, translated from japanese to english the scale was misaligned.

Manufacturer narrative:
H6: investigation summary: customer returned (2) loose 1/2cc, 12.7mm syringes. Customer states that the scale was misaligned. Both returned syringes were tested using the plug gauges and the scale marking placements fall out of specifications. Unable to perform DHR check for scale misaligned due to unknown lot number. Embecta was able to duplicate or confirm the customer¿s indicated failure. A definitive root cause cannot be determined. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported by the customer that the bd ultra-fine¿ 1/2ml insulin syringe 29g x 1/2 had scale marking issues. The following information was provided by the initial reporter, translated from japanese to english the scale was misaligned.